Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose of 392 mg/dl after starting a replacement pump while continuing to use an existing infusion set; the device alerted for high glucose, and the user was advised to perform a full supply change and wait 90 minutes, with hyperglycemia persisting for approximately 2¿3 hours before corrective action. Symptoms included no reported clinical manifestations. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included a user interview and troubleshooting guidance focused on infusion set and supply replacement. Investigation of this case revealed hyperglycemia likely related to infusion set or site issues without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.